Event description:
It was reported that the tip of the drill broke during surgery and that the tip could not be retrieved from inside the femoral head.

Manufacturer narrative:
As the lot number of the device was received the device history records were reviewed and found to be conforming. From the information provided no cause for this specific clinical event could be ascertained. As soon as an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).